Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted for high risk percutaneous coronary intervention (hrpci). The patient had oozing at the impella access site, manual pressure was held but did not completely resolve, so three (3) units of packed red blood cells (prbcs) was administered.